Event description:
Information was received from a consumer and a manufacturer's representative regarding a patient's infusion pump for intractable spasticity. It was reported on (B)(6) 2016 that the patient was in extreme pain and discomfort for the past month. The patient also went through "horrible shaking." The patient was not receiving intrathecal medication so they thought the pump was not working properly. The patient's status is unknown. The patient's medications were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.